Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) and fluoroscopy. Pre-imaging did not capture any fluid due to limited pictures taken. A watchman fxd curve access system (was) was inserted and advanced to the left atrium. A 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed once, and implanted. The physician noted a small transverse sinus fluid of an unknown cause at the end of the procedure. The patient remained hemodynamically stable throughout the procedure. The procedure was concluded. An echocardiogram was ordered to recheck the patient's transverse sinus fluid status post procedure. No further interventions were performed. The patient is fully recovered and plans to be discharged the same day post index procedure. In the physician's opinion, the pe was unlikely caused by the index procedure.